Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2600 ohms in the bipolar configuration. The lead was noted to currently be in the unipolar pacing and bipolar sensing configuration. It was indicated that the impedance measurements will continue to be monitored through follow-up. The rv lead remains in-service. There were no patient symptoms or adverse patient effects.